Event description:
Or rn (operating room registered nurse), visualized a spark at the port where the laser fiber plugs into the machine. There was nothing that occurred other than that. A different fiber was used, and the case proceeded without issue. The laser machine was taken to biomed and inspected/cleared from them and laser safety to return to use.